Event description:
On 8/15/2023, it was reported by a sales representative via email that an ar-1938bcs biocomposite knotless suturetak repair and shutting sutures were swedged together. The anchor did not shuttle and broke off. The anchor was left inside the patient, and the fragments were not retrieved. This was discovered during a lateral epicondyle repair procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.